Manufacturer narrative:
(B)(4). The lot was manufactured from july 29, 2014 to august 1, 2014. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted a ruptured bladder, which was microscopically examined. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during filling. The device was filled with 3g of cefepime (axepim) and diluted with 85 ml of nacl. There was no patient involvement. No additional information is available.